Event description:
It was reported during an ischemic ventricular tachycardia (isvt) procedure, after removing the catheter from the patient's body, it was noticed that the light blue covering part was detaching from the shaft (dark blue part), exposing the wires of the catheter. The catheter was replaced and magnetic sensor error was subsequently displayed on the carto 3 system. The cable was reseated and replaced with a brand new cable with no resolution. The cables and catheter were swapped from 20 b to 20 a and the error followed to 20a. The procedure was completed successfully without the use of this catheter and without any patient consequence.

Manufacturer narrative:
The concomitant product: c3 eco interface cable model# d-1344-01-s, lot # 15540763l. (B)(4).

Manufacturer narrative:
Upon receiving the product in biosense webster lab with lot# 16009336l on april 22, 2014, it was noticed that the catheter shaft detached at join transition. Investigation is still in progress. A supplemental report on device evaluation will be submitted. (B)(4)

Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that after removing the catheter from the patient's body, it was noticed that the light blue covering was detaching from the shaft, exposing the wires of the catheter. The returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. Complaint system was reviewed and no other complaints were reported under lot number 16009336l. The customer complaint has been verified. In addition, a corrective action has been opened to address and resolve the pentaray tip separation issue.